Manufacturer narrative:
Product analysis: analysis was able to confirm the output connector assembly was cracked. Analysis also noted that the upper case was broken, the encoder assembly was contaminated, two knobs were damaged, and two knobs were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had cracked atrial and ventricular output connection ports. The epg was returned for service. There was no patient involvement.